Manufacturer narrative:
Correction: the initial MDR submitted on august 27, 2024, was filed inadvertently. No infection or serious injury has occurred.

Event description:
Per the clinic, the patient experienced an infection at the transducer site. Additional information has been requested but it has not been made available as of the date of this report.